Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported complaint. The unit was installed into the test system, and it failed. The power led turned red, and the bipolar led would not turn on. It would not cut or seal.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the e-100 generator stopped working and the power status led and instrument led were red. An intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the live system log, however, did not find errors pointing to the issue. Prior to contacting technical support, the customer power cycled the e-100, checked the communication cable, and checked for proper wall socket. The tse guided the customer to restart the e-100 again, but the error persisted. The tse asked the customer to hold down the power button for 3 seconds to reboot, but the issue remained. The customer confirmed there was no physical damage to the power cable. The tse then instructed the customer to disconnect and reconnect the power cable from e-100, this did not resolve the issue. The customer switched to integrated electrosurgical unit (iesu/erbe) from the vision side cart (vsc) to proceed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the system functionality was checked upon powering on the system, there were no damage or anything out of the ordinary.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Isi has requested the e-100 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and found no errors related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date 07-oct-2022 on system sk1178. This complaint is reportable malfunction event based on the following conclusion: the e-100 was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup erbe. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. .